Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing..

Event description:
The following was reported to hamilton medical ag: summary: a customer has a problem with this unit: alerted on tf231032, tf231014. In addition one of the blower tests failed. The customer restarted the unit, and the tf's disappeared.